Event description:
During an aortic arch replacement procedure which required the use of cardiopulmonary bypass, the venous reservoir, a component part of the bypass circuit, prematurely occluded at the blood outlet port, resulting in a system failure. The restriction of the outlet occurred without provocation and appears to be device specific. The beveled outlet port of the venous reservoir had a propensity to intermittently collapse against the sidewall of the reservoir during operation, therefore obstructing flow and preventing extraction of blood from the device. Once the outlet was restricted it indirectly necessitated interrupting perfusion support for a brief interval of time(approx. 30 seconds to 1 min) in order to reestablish blood flow to the pt. The cessation of forward blood flow, caused by the occlusion of the outlet port, decreased the positive pressure within the perfusion circuit and modified the pressure gradient between the heart-lung machine and the pt. Once the pressure gradient was altered, becoming less than zero, it resulted in air being extracted through a darcon graft used to replace the pt's aneurysmal aortic arch. Air became present in the arterial cannula due to this negative gradient and bypass was temporarily terminated. The obstruction to the outlet was rrsolved by continuously manipulating the venous reservoir in its holder which freed the outlet port from the side of the bag. Perfusion support was reestablished once the potential for air embolus was eliminated. Observance of the potential for the same device malfunction continued to the termination of bypass, but the restriction did not reoccur.

Event description:
Add'l info received from user facility 2/2/2000: physician review of the case has resulted in the determination that it is likely that the pt died as the result of an air embolism, which caused multifocal ischemic brain injury. It is believed that the collapse of the venous reservoir bag led to a negative pressure situation in the system, which caused air to be introduced into the system which, in turn, caused the pt to suffer an air embolism.